Event description:
It was reported that the m300 monitor did not alarm. It was further reported that the central station did not alarm for the cited monitor. All other m300s did alarm as expected and were monitored on the station. The check on 2/10/2012 of the cited m300 with simulator revealed that this monitor transferred alarms to the central station. It was reported that the nurse found the pt in a very bad state of health at the time of the incident. The pt was reanimated. Later the pt died in the ICU. (B)(4).

Manufacturer narrative:
Draeger reviewed the info and logs that were provided in the original complaint notification. The cited m300 was returned to draeger for analysis. Draeger determined that the m300 monitor and the central station did alarm. After reviewing the logs and testing the m300, the m300 shut down due to low battery power and the ics did report the m300 as offline. The ics logs clearly show that approx 1 minute after the ics reported the m300 offline, the ics alarm silence was pressed. The m300 alarm logs were not provided to draeger for analysis, and therefore, a more detailed root cause is not possible. Draeger did discover a hardware issue with a component on the m300, but this did not contribute to the reported issue. No actions are planned by draeger at this time for the reported incident. Draeger will continue to monitor for similar reports of this issue.